Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a baxter employed nurse from (B)(6) of cloudy effluent and elevated white blood cell count in a patient coincident with dianeal pd4 unknown bag, dianeal pd1, extraneal viaflex and nutrineal pd4 unknown bag therapies. On (B)(6) 2011 at 15:30, while undergoing peritoneal dialysis training, the patient developed cloudy effluent. On the same day, the patient was sent to the 'accident and emergency department', and was hospitalized for the event of cloudy effluent. Concomitant medications were not reported. The patient was treated with unspecified antibiotics and the white blood cell count decreased to 4 (units unspecified). In (B)(6) 2011, the patient recovered from the events of cloudy effluent and elevated white blood cell count. On (B)(6) 2011, the patient was discharged from the hospital. The action taken with dianeal, extraneal and nutrineal therapies was not reported. The reporter did not provide an assessment of causality.